Event description:
It was reported that the vns patient's lead and generator were explanted, as the device was no longer needed. The explanted generator and lead were returned to the manufacturer for analysis. Analysis of the generator revealed no anomalies, and the device performed according to specifications. Analysis of the lead revealed a lead fracture with pitting, which was identified on the positive coil in the body region of the lead near the connector boot. Sem performed on the positive coil break, showed that pitting or electro-etching conditions had occurred at the break locations. Also, sem showed what appears to be abrasive wear on the coil wires at the break location. Due to mechanical distortion and/or metal dissolution, the fracture mechanism cannot be determined. An abraded opening in the inner and outer tubing was observed in the lead body below the electrode bifurcation. The abraded opening was found in the product analysis laboratory to be wear-related. Further follow up was performed with the treating neurologists office based on the pa results. It was communicated that in sept. 2006, the patient began "clawing at the neck incision site", and the patient was experiencing irritation at the site, which was clarified as constant left neck pain. The patient was referred for x-rays to assess the integrity of the vns system. The surgeon, who received the x-rays, observed an acute angle in the lead body in the sternocleidomastoid. The surgeon further explained that this may be putting tension on the lead and causing the pain. There were no discontinuities observed, and that the observations did not lead him to believe that the lead was in imminent risk of causing a lead malfunction. It was also noted that the generator may have moved. Further follow up revealed that the presence of the acute angle, tension in the lead, and the generator migration were a direct result of the patient's manipulation of the device in the neck region. The last diagnostic testing was done on (B) (6) 2006, where system diagnostic test revealed normal device function. There was no additional diagnostic testing performed on the device, even when the pain began in (B) (6) 2006. The site could not state conclusively that the patient manipulation is what actually caused the fracture, due to lack of diagnostic testing from (B) (6) 2006 and (B) (6) 2006.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.